Event description:
T was reported that the patient¿s first baclofen pump was implanted several years ago. The pump had malfunction and the patient had to have a new pump put in. The pump had malfunctioned on (B)(6) 2011. The pump was infusing baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: catheter. (B)(4).